Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and exhibited no output, no telemetry and no magnet response.